Event description:
It was reported that the device was unable to convert a vf rhythm after delivery of multiple high voltage therapies. The patient was successfully converted to sinus rhythm through external defibrillation. The physician elected to take no action with the device and is considering a lead replacement. The patient has an lvad, is in poor condition and is awaiting a heart transplant surgery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.